Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B)(4). This case involves a female pt (in her late 40's or early 50's) who received poly-l-lactic acid on (B)(6) 2010. No additional treatment details were mentioned. Relevant medical history and concomitant medication info were not mentioned. The pt reported no issues after the first treatment, but three weeks after the second treatment she noticed bilateral erythematous papules on the lower part of her face, even on areas that were not injected. This was treated with oral antibiotics, but she has not responded. The rptr stated that this would be described as a reaction rather than nodules. Event outcome is ongoing (not recovered). A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessment: not provided.

Manufacturer narrative:
Important medical event.